Event description:
The initial reporter questioned high results for 6 patient samples tested for alb2 albumin gen.2 (alb2) on a cobas 8000 c 702 module. Of the data provided, the results for 1 patient sample were discrepant. The initial result was 3.272 g/dl. The repeat result from a different cobas in the laboratory was 2.710 g/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The alb2 reagent lot number and expiration date were not provided. The field service engineer (fse) identified a dirty incubation bath. The fse cleaned the incubation bath and wash stations. Calibration was acceptable. On (B)(6) 2023 preventive maintenance was performed. Following the preventive maintenance visit, the customer had no further issues. The investigation determined the issue identified by the fse (dirty incubation bath) was the cause of the event. The service maintenance actions resolved the issue.